Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient's tissue surrounding the incision site began to necrose due to excess pressure caused by an excess of the lead. The physician believed the lead migrated from the ipg pocket site into the lead site. As a result, on (B)(6) 2022, the physician opened the pocket site and pulled back the excess lead from the lead incision site to address this issue.

Event description:
The incision site had not healed. As such, the system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.